Event description:
It was reported that during the procedure, after advancing a hi-torque (ht) command es guide wire past the mildly calcified lesion in the moderately tortuous superficial femoral artery, a fox sv balloon dilatation catheter (bdc) was advanced over the ht command guide wire and positioned in the target lesion with no resistance felt between the two devices. With the fox sv balloon not yet inflated, to correct ht command guide wire positioning, the ht command es was slightly positioned back and forth with slight resistance felt when pulling the ht command back, but no force was applied; it was then noted that the fox sv proximal balloon segment was damaged; the segment appears to be slightly compressed like an accordion shape, thus, it was decided not to inflate the fox sv balloon. The fox sv bdc was withdrawn from the anatomy without resistance while the ht command es guide wire remained in place. An armada 14 bdc was used successfully with the same ht command es to treat the target lesion with a good final outcome. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.